Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed the l4 lead had high impedances and the s1 lead had migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the l4 and s1 leads were explanted and replaced.

Manufacturer narrative:
Correction: d6a - date of implant corrected in this record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.